Event description:
It was reported that an ilet device sustained physical damage when it was sat on while in a pocket, resulting in a cracked screen that became nonresponsive to touch and prevented normal use. Symptoms included no injury to the user. Outcomes included interruption of therapy requiring a replacement device and instructions to sync data prior to return. Investigation included remote troubleshooting and education, shipping a replacement, and requesting return of the damaged device for assessment. Investigation of this case revealed screen damage consistent with external mechanical stress to the display component, with failure of the touchscreen interface and no device alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to external force.